Manufacturer narrative:
Device history review found the product met specifications when released for distribution. A visual inspection of the returned product shows no outward signs of physical damage or abnormalities. After decontamination the device was tested for performance. Results showed that o2 transfer, co2 transfer, and blood side pressure drop were all within expected specifications for previously used oxygenator. Conclusion: our analysis could not duplicate the reported incident. The oxygenator functioned within specifications. The cause of the event cannot be determined. There was no reported complication to the pt.

Event description:
It was reported that gas transfer issues were experienced during bypass. The unit was changed out with no pt effect reported.